Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The issue, which occurred earlier in the day before calling customer technical support, was resolved by the customer on their own by changing the infusion set and cartridge. The customer successfully resumed insulin administration. Cts to replace pump. Customer will continue to use current pump.